Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - pump stopped pumping without alarm; ECG pressure, arterial pressure present. Pump did not power down, it just stopped pumping. Findings/action taken: could not reproduce symptom. Found assist port of input/output (I/o) board not working. Replaced central processing unit (cpu), I/o board, front end board and found power supply to be fault. Replaced power supply.